Manufacturer narrative:
A getinge field service engineer (fse) arrived at the customer's site, and noted that the main unit was removed from the cart, and the battery voltage was almost zero. The iabp unit did not work when the power was turned on. The fse attached the main body to the cart, and turned on the power, and noted that the iabp unit resumed normal function. The customer's clinical engineer was informed, and the iabp unit was returned to use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) did not start even if the power is turned on. It was noted that when the power button was held to power on, there was no response from the iabp unit. The cardiosave iabp unit was swapped out with a cs300 iabp unit. It is unknown under which circumstances the event occurred, or if a patient was involved, however, there was no adverse event reported.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) did not start even if the power is turned on. It was noted that when the power button was held to power on, there was no response from the iabp unit. The cardiosave iabp unit was swapped out with a cs300 iabp unit. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6 (evaluation method codes), h10.